Event description:
The user facility reported that during a tubal ligation procedure, the bands fell into the patient's abdomen when the physician was trying to apply them. The bands were not retrieved, the bands were stuck on some tissue but not entirely around the tube. There was no bleeding. However the procedure was successfully completely by applying a filshe clip. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.